Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they wanted the implantable neurostimulator (ins) out. The reason for this was that the therapy did not help with his pain. There was no therapeutic benefit since the implant. The novelty of having the device had worn out. The reality had set in and the patient realized that he was in chronic pain day after day. The patient reported that they had problems with the device ever since it was put in. One of the leads broke and the health care professional (hcp) had to go back and fix all the leads. They noticed the lead was broken when they did an x-ray at the place where the device was put in. The other main reason for having the device explanted was because it was keeping the patient from getting the medical attention that he needed. The hcp reported that the patient was having seizures. However, the patient confirmed that the seizures were a pre-existing condition. They wanted to do a magnetic resonance imaging (MRI) to diagnose the seizures. The patient had been trying to get an MRI done for two days and it was a hassle to find a place to have it done. All places were not comfortable doing the MRI. The patient had an MRI scheduled on (B)(6) 2015 and after that, he wanted his device out. The indication-for-use (IFU) was a herniated disc and spinal pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances that led to the lead breaking consisted of physical therapy using machines in the gym that were poorly installed. No steps were taken to resolve the therapy not helping with the pain at the time of follow up. It was noted that the patient had severe pain every day. In addition, the patient wanted the stimulator out of his back; it did not help at all. If additional information is received, a follow up report will be sent.